Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak and not occluded. (Did not continue dripping insulin after test).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance and got hospitalized due to low blood glucose on september 9, 2018 with blood glucose of 38 mg/dl at the time of the incident. The customer has gone down to 50 mg/dl in the past few days after meals. The customer was at 176 mg/dl at the time of the call. The customer used glucose tablets and was given a glucagon shot and intravenous fluids to treat. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. The customer believes the pump was possibly over delivering. Troubleshooting was completed and the reservoir was pressed while the customer was connected. The insulin pump will be returned for analysis.